Event description:
Pt was an emergent percutaneous transluminal coronary angioplasty, insertion of intraaortic balloon pump on 6/9/1998. Intraaortic balloon pump console stated an air leak. Checked by two rns for connections. No blood noted in catheter tubing. Connections tightened. Repeated again, air leak checked by two rns and retightened again. Then detected a massive air leak and noted blood in tubing. Placed on standby. Called for physician who attempted to remove intraaortic balloon pump. Pt had to be taken to surgery to remove intraaortic balloon pump and repair to artery and aorta. Pt subsequently died but it is not believed as a direct cause of the intraaortic balloon pump rupture.